Manufacturer narrative:
The reported problem could not be confirmed as no sample was returned to perform an investigation. A review of the device history record for this lot number did not identify any manufacturing deficiencies that would have contributed to the reported issue. (B)(4).

Event description:
(B)(4). It was reported that a cuff roll developed during removal of the foley that was in place for 24 hours. The patient experienced abnormal and unexpected pain during the removal process. After the clinician withdrew the saline from the 3cc balloon and started to withdraw the catheter, the clinician felt drag and minor resistance on the catheter. The nurse double checked that the balloon was deflated and completely removed catheter from patient. The clinician noted that the deflated catheter balloon rolled up on the distal side of the balloon and created a radially positioned ridge around the catheter sheath.